Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted in a central position. During preparation of the second clip delivery system (cds), it was noted that the first clip detached from the posterior leaflet, but remained attached to the anterior leaflet (slda). To stabilize the detached clip, the physician implanted one clip medial to the first and one clip lateral to the first. Mr was reduced from grade 3-4 to less than 1 and the detached clip was stabilized. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.